Manufacturer narrative:
The device was returned for evaluation. The engineering evaluation stated that photographic examination confirmed that the device was broken as reported. The returned device consisted of a needle attached to a thread as well as a second piece of thread with no needles attached. The end of the thread attached to the needle as well as the ends of the other piece of thread indicated a rough break with misaligned fibrils surrounding a deep tooling mark. One of the ends had numerous tooling marks indicating that the suture had either been grasped repeatedly around this location or grasped with a tool with a rasp like surface finish. There is no equipment used in the manufacturing process that would leave that type of impression pattern. Based on the information available the root cause for the complaint is unknown, however given the visual appearance of the failure surface, it is likely that the tool used damaged the suture leading to a reduced tensile strength. Per the precautions stated in the IFU for gore-tex® suture, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges."

Manufacturer narrative:
Correction to d10.

Manufacturer narrative:
Patient information was requested, however no information has been received. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device will be returned. Further investigation is being conducted and will be included in the final report.

Event description:
The following was reported to gore: on (B)(6) 2019, gore-tex® suture was used to suture a lesion in the patient¿s mouth. The suture was broken during the procedure. Another gore-tex® suture of the same size and the same lot number was used to complete the procedure. No adverse event was reported.